Manufacturer narrative:
The lead was returned with no complaint. Analysis revealed a partial lead was returned in one piece, (only the connector portion). Visual examination found external abrasion breaching the outer insulation at 7.6-7.7 cm from distal tip. The cause of the insulation breach is consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This event is to report a malfunction observed during analysis.